Event description:
Operator reports an extensive leak coming from the back of the analyzer onto the floor. While the operator was cleaning up the leak, a second employee bumped the side panel of the instrument which fell off striking the operator on the head. The operator went to the employee health area of the hospital and was provided with an ice pack for her head. Follow up with the injured operator found she had a bump and bruise but is otherwise fine. No pt samples were involved. The field service rep verified the side panels were secure and determined the leak was caused by punctured wash pipe bottom stoppers which were replaced. Performance tests were performed.